Event description:
It was reported that a fractured provisional was discovered in the sterile processing department. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Returned instrument exhibits signs of repeated use and the post feature has fractured off. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.